Event description:
It was reported by repair work order that the jack was stuck elevated due to pump linkages assembly was out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.